Event description:
It was reported that during a procedure, air ingress through the hemostatic valve when aspirating the faradrive steerable sheath was observed. The air ingress occurred towards the end of the case, after completing all the pulmonary veins, and the physician had the sheath over in the right atrium. Air bubbles were seen continuously however, the procedure was completed. There were no patient complications. It was further reported that the physician did not keep a continues flush on his sheaths, similar to his workflow with an agile sheath. There was no air seen in the patient, and the device was received for analysis.

Manufacturer narrative:
Additional information was added in section d4 lot number. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that during a procedure, air ingress through the hemostatic valve when aspirating the faradrive steerable sheath was observed. The air ingress occurred towards the end of the case, after completing all the pulmonary veins, and the physician had the sheath over in the right atrium. Air bubbles were seen continuously however, the procedure was completed. There were no patient complications. It was further reported that the physician did not keep a continues flush on his sheaths, similar to his workflow with an agile sheath. There was no air seen in the patient, and the device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.